Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus europa se & co. Kg (oekg). Oekg sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from all channels of the subject device. The testing result cleared the french guideline. Oekg checked the subject device and found the following. The insulation value was out of specification. The objective lens was damaged. The light guide lens was chipped. The distal end cap was damaged. The component (cp plate) in the control unit was deformed. The remote switch 1 was worn. The light guide bundle, the adhesive and thread winding of bending section rubber, the insertion tube, the control section cover, and the universal cord had been modified by a third party. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Since the relationship between the reported event and the subject device could not be determined based upon the information from the user and oaz, the exact cause of the reported phenomenon could not be conclusively determined. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation but was returned to olympus (B)(4). The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. -suction channel: bacillus sp. (1 cfu) -air/water channel: klebsiella pneumoniae, pseudomonas aeruginosa and acinetobacter sp. (The total is 45 cfu.) The device had been reprocessed with a non-olympus automated endoscope reprocessor, getinge, using peracetic acid. There was no report of infection associated with this report.